Manufacturer narrative:
(B)(4). Method: device has been requested. No product returned. Result: customer complaint could not be confirmed. Conclusion: no conclusion can be drawn. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports higher than expected pt/inr results with hemochron elite microcoagulation system. No further information available.